Event description:
It was reported that during intracranial artery stenosis procedure, the guidewire (subject device) fractured inside the patient vessel at the distal end. The physician then used middle catheter and balloon to take out fractured guidewire out of patient anatomy. The physician replaced subject device with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during intracranial artery stenosis procedure, the guidewire (subject device) fractured inside the patient vessel at the distal end. The physician then used middle catheter and balloon to take out fractured guidewire out of patient anatomy. The physician replaced subject device with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire ptfe coating was noted to be peeling in multiple areas to 147cm from the proximal end. Hydrophilic coating was hydrated there were no anomalies noted. The guidewire was returned broken/fractured at 291.2cm with core wire exposed. The distal tip was not returned. A functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The patient¿s anatomy was moderately tortuous. During the procedure the guidewire fractured in the vessel, the fractured segment was removed from the patient using a middle catheter to catch the proximal of the fractured guidewire and used balloon to dilate at distal of middle catheter. Then fixed the fractured guidewire between the balloon and middle catheter and took them out together. During analysis, the guidewire ptfe coating was noted to be peeling in multiple areas to 147cm from the proximal end. The peeling most likely occurred as a result of interaction with another device. It is most likely the torque device was not securely fastened causing it to drag down the wire during use. The guidewire was returned broken/fractured at 291.2cm with core wire exposed. The core wire was exposed, which may indicate the device fractured during the manipulation inside the patient¿s moderately tortuous anatomy. An assignable cause of procedural factors will be assigned to the as reported/as analysed ¿guidewire distal tip broken/fractured during use¿ and the as analysed ¿guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.